Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was unresponsive to new batteries. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had crack around battery compartment and only one piece holding everything together. Customer stated that the insulin pump received no delivery alarms and the insulin pump rewind was louder. Customer also reported that reservoir compartment was damaged, however it still locks into place. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test, basic occlusion test and occlusion test due to reservoir lip broken. Pump passed rewind test, prime/a33 test, excessive no delivery test. ,pump passed self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted.